Manufacturer narrative:
This report is being submitted to update section b5 and h6 codes.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This ra lead was replaced with different model. No additional adverse patient effects were reported. Additional information was received which indicated that this ra lead had exhibited impedance reading of greater than 3,000 ohms. It was successfully replaced with different model and it was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This ra lead was replaced with different model. No additional adverse patient effects were reported.